Event description:
It was reported there was a ravel coarse error. The plunger plastic cover has damaged screw posts. There was no patient injury reported.

Manufacturer narrative:
The device was not returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other, other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. Visual inspection was performed. Visual inspection found the device was missing plunger board, had a cracked right plunger case, had broken left plunger case screw posts, had chipped top case corners, and had a broken bottom case screw post. Review of the event log found evidence of error messages. Function testing could not be performed as the plunger board was missing therefore the reported travel course error could not be duplicated. However the clutch halves and lead screw had visible signs of normal wear which could have lead to the problem. The root cause of the reported travel course error was likely due to normal wear and the root cause of the broken plunger assembly was due to user damage. The lead screw, clutch spring, both clutch halves, and plunger case assembly were replaced to resolve the issue. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.

Manufacturer narrative:
B5: additional information was received and attached on 3 august 2022: the device did not fail during use on a patient. H6: event problem and evaluation codes: updates not required. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available., corrected data: d4: correction: model number: 4000. H4: correction: device manufacturing date: 09-mar-2017.